Manufacturer narrative:
Returned device was received in decent physical condition. The front corners of the top case were chipped and the battery compartment of the bottom case was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the high profile c( on the interconnect board was found partially broken off due to the pump being dropped or mishandled. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump sounded a primary audible alarm. There were no reported adverse events.